Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. Upon service investigation a discharge profile fault was discovered. The cause of the fault was isolated to components u900 ((B)(4) low voltage, 8 channel cmos analog multiplexer) and u901 (op (B)(4) quad micropower operational amplifier). Components (B)(4) on the computer analog board were damaged and required replacement. The root cause of the damage components was unable to be positively determined. However the actual failure rate of the components is well below the predicted failure rates. No adverse event resulted from the damage components. The last pt to use this monitor did not report any problems.

Event description:
A review of service data detected a reportable event. Upon service investigation of monitor sn (B)(4) a discharge profile fault was detected. The last pt to use this monitor did not report any deficiencies.